Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for an interrogation. During the interrogation it was noted that there were episodes of myopotential oversensing resulting in pacing inhibition. No programming changes were made and the patient will be monitored with routine follow up.